Event description:
It was reported the pt is unable to communicate with her scs ipg using her charger. The pt was not certain when was the last time she used or charged her scs system. The pt is pending a f/u with an sjm rep to evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.